Event description:
Provider states head tube on frame is worn prematurely and in an odd shape on the left side.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.